Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration, endoleak, aneurysm rupture and death. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg component (pxt231414/06560394) was advanced and deployed in the right side, followed by a contralateral leg component being implanted in the left side. The patient tolerated the procedure. On (B)(6) 2017, the patient was in cardiogenic shock and emergently admitted to the hospital. A computed tomography (CT) revealed that the trunk-ipsilateral leg component on the right side had migrated proximally (exact distance is unknown), causing a distal type I endoleak with aneurysm rupture. It was reported that the distal landing of the trunk-ipsilateral leg component on the right side had been short during the initial implant procedure. Resuscitation procedure was not successful and the patient expired on the same day.